Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified the presence of tissue growth in the proximal end of the inlet tube, which could have contributed to the report of a decrease in flows and elevated ldh. The reported decrease in flows was confirmed through the evaluation of the submitted system controller log file. A specific cause for the report of right ventricular failure, moderate continuous aortic regurgitation, and mildly elevated pulmonary artery systolic pressure could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. The account reported that the patient had a decrease in flows and elevated ldh of 511 with increasing heart failure symptoms. The submitted log file captured a total of 31 transient low flow hazard events from 14apr2020 through 05may2020, associated with the estimated flow intermittently decreasing below the low flow threshold of 2.5 lpm. Estimated flow was captured at values as low as 2.4 lpm during these events. Despite these findings, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. It was later reported that an echo revealed a severely reduced left ventricle ejection fraction was noted. The intraventricular septum was deviated to the right, the right ventricle was moderately enlarged, and there was a severely reduced global right ventricle systolic function. There was also a mildly elevated pulmonary artery systolic pressure. Additionally, the echo noted moderate to severe mitral valve regurgitation, moderate continuous aortic regurgitation throughout the cardiac cycle, and severe tricuspid regurgitation. The patient underwent a pump exchange to a heartmate 3 on 19may2020. It was noted that a large thrombus was observed in the inflow. (B)(6) was returned assembled with the driveline severed approximately 10.5¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was not returned. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. Inspection of the proximal end of the inlet tube revealed tissue ingrowth adhered to the inner, textured surface. This tissue growth was located predominantly on one side of the inlet tube and it appeared to occlude nearly 50% of the blood flow path. Although a specific cause for this finding could not be conclusively determined through this evaluation, the tissue could have contributed to the report of a decrease in flows and elevated ldh due to the partial obstruction of the blood flow path. Upon disassembly of the returned device, visual inspection of the remainder of the smooth and textured blood-contacting surfaces revealed no additional developed depositions or thrombus formations that would have contributed to the reported events. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23may2017 via customer order (B)(4). The heartmate ii lvas IFU lists device thrombosis, hemolysis, and right heart failure as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Further, section 6 cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. Additionally, section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 6 and section 1 entitled ¿introduction¿ outline all pump parameters, including pump power and flow, and explain that pump flow is estimated based on pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Reported that the patient was experiencing low flow alarms. Log file analysis showed low flow events starting on (B)(6) 2020 and continuing intermittently for the remainder of the log file with more frequent events noted on (B)(6) 2020 and (B)(6) 2020. The event log also captured transient backup battery faults on (B)(6) 2020 that have resolved on their own. The patient also had elevated lactate dehydrogenase (ldh) levels and was treated with anticoagulants. The patient was also experiencing increasing heart failure symptoms and was diuresed with milrinone and bumex drip. The low flow alarms have resolved since the patient was put on milrinone drip. The patient is scheduled for right heart catheterization. The cause of the low flow alarms is thought to be rv failure or possible outflow graft thrombus. Echo-cardiogram results show severely reduced left ventricular (lv) ejection fraction. Lv cavity size was severely increased and lv wall thickness was decreased. Lvad inflow cannula was visualized and lvad inflow velocity was 1.32 m/sec. Lvad outflow cannula was not well visualized. Lvad outflow velocity was 1.8 m/sec. Intraventricular septum was deviated to right. The right ventricle (rv) was moderately enlarged with severely reduced global rv systolic function. Additional observations showed mildly elevated pulmonary artery systolic pressure, severely dilated left and right atrium, moderate to severe mitral valve regurgitation, moderate continuous aortic regurgitation throughout cardiac cycle, and severe tricuspid regurgitation. Left ventricular end diastolic diameter (lvedd) has increased from 6.8 cm on (B)(6) 2019 to 7.5 cm. Mitral and tricuspid regurgitation has also increased since then. The patient underwent a pump exchange from hmii to hmiii on (B)(6) 2020 and there was a large thrombus noted in the inflow graft.